Event description:
It was reported that during a coronary stent procedure, the balloon ruptured. The stent was successfully deployed. They did experience some difficulty re-crossing the stent. The patient status is listed as "okay".